Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the touchscreen was unresponsive to touch. There was no patient involvement.

Manufacturer narrative:
Date of report: 18jun2019. Date received by manufacturer: 16jun2019. The customer confirmed the reported touchscreen issue. The customer indicated that replacement touchscreen was installed and resolved the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.